Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. In addition, no eri beeping tones were heard although this feature was programmed on.